Event description:
During a therapeutic stone retrieval procedure this basket became stuck in the ureter and had to be cut in order to remove most of it. The patient returned to the hospital 5 days later when an incision was made in the umbilical area to remove the fragment. Numerous attempts were made to obtain additional clarification regarding this event, but no further information was available.